Event description:
The report received indicated that during a precutaneous transluminal angioplasty, the balloon was reported to have ruptured. The product was prepped and used following the instructions for use. An indeflator was used to inflate balloon (MFR unk). Balloon was inflated (unknown atmospheres of pressure), however, balloon ruptured. When balloon catheter was retrieved, it was noticed that where it ruptured, the balloon was flared off. The product was retrieved without difficulty and without patient injury. There was no other patient, vessel, lesion, or procedural information available. This product has been returned for evaluation and testing, however, the engineer's report is not yet complete. Additional information will be sent within 30 days upon receipt.